Event description:
It was reported that the patient alert triggered, and high impedances were noted on the high voltage and superior vena cava coils. A loose connection was suspected. Follow up was attempted for additional information, but was unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance: 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2012 09:00:05. Daily hv-lead impedance trend data shows an abrupt increase for defib active can on impedance and svc defib= 80 to 254 ohms peak between (B)(4) 2012 and (B)(4) 2012.